Event description:
It was reported that an aneurysm ruptured. A 6x80, 130 cm eluvia drug-eluting vascular stent system was selected for use in the moderately tortuous superficial femoral artery. The eluvia stent was implanted on (B)(6)2022 to treat a thrombotic occlusion. Vascular system was about 5 mm. A pseudoaneurysm was noted at the patient's outpatient visit on (B)(6) 2023, but the patient was followed up. Later, while hospitalized for another illness, the patient had leg pain and underwent emergency surgery. The medical records stated that half of the vessel wall was missing. On (B)(6) 2023 it was observed that an aneurysm formed near the distal edge of the eluvia stent, and it was ruptured. It was determined to be different than a pseudoaneurysm based on the findings in the echo. The hematoma was collected, eluvia was cut off, and then an artificial blood vessel (propaten) was anastomosed. The anastomosis was successfully completed. The patient was in good condition and scheduled to be discharged from the hospital on (B)(6) 2023.